Event description:
It was reported that during a davinci si hysterectomy procedure, the customer noted a broken cable on the pk dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. Additional observation not reported by site was a bent grip. One grip was found to be bent, causing side to side misalignment of grips. There was a 0.055 offset at the tips. The bent grip exhibited separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. Instrument passed electrical continuity test. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.